Manufacturer narrative:
Pump received with unresponsive blank screen due to moisture damage on the electronic assembly. Unable to perform the displacement test, active current test, sleep current test and self test due to display anomaly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, scratched case, cracked case on battery tube area, pillowing keypad overlay and corroded battery tube. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack while swimming. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.